Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2019 with patient identifier (B)(6). It was reported that on the same day of the index procedure, the patient developed 1st degree av block. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received loading dose of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 23 mm lotus edge valve system. Balloon valvuloplasty was not performed. There was successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. On the same day of the index procedure, the patient developed 1st degree av block, left groin hematoma and acute retroperitoneal bleed. No additional diagnostics or actions were taken with regards to 1st degree av block. Ultrasound and angiogram were performed and the patient was diagnosed with percutaneous closure device failure that was medically treated and angioplasty to left sfa under ultrasound guidance was performed. CT scan, lab tests and ultrasound were performed as diagnostics. The event led to prolongation of index hospitalization and was medically treated.